Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced inappropriate therapy from the cardiac resynchronization therapy defibrillator (crt-d) for the detection of supra ventricular tachycardia (svt) that was classified as ventricular tachycardia (vt). It was noted that neither the device feature that uses pattern and rate analysis to discriminate between supraventricular tachycardia (svt) and true ventricular tachyarrhythmias nor the device feature that compares the patient¿s current qrs waveform to a collected and stored template of the patient¿s qrs waveform during sinus rhythm did not have enough evidence to withhold therapy. For the feature that uses waveforms, vt/vf detection is withheld if the current waveform sufficiently matches the template. The match score from the patient¿s qrs waveform to the stored template waveform during sinus rhythm was low and consistent with dual tachycardia. It was noted that the right atrial (ra) lead exhibited undersensing that may have compromised the device feature that uses pattern and rate analysis to discriminate between svt and true ventricular tachyarrhythmias. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had a device check via remote transmission. The therapy was confirmed as appropriate for appropriate dual tachycardia. No action or intervention was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.